Event description:
The user facility reported that the microcatheter and microwire were pre-flushed separately before the surgery. Afterwards, the microwire could not be inserted into the microcatheter. The surgery was then completed smoothly after replacing it with another progreat of the same model. The event occurred pre-treatment; therefore, there was no patient involved. The procedure outcome was not reportable.

Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. The actual device upon receipt was a progreat catheter (actual catheter) and an integrated guidewire (actual guidewire). Combination test: an attempt was made to insert the actual guidewire into the actual catheter. It got caught inside the strain relief and could not be inserted. Appearance confirmation: [actual catheter] · it had been crushed at approximately 560mm from the distal end (visual inspection). · no anomaly such as a scratch was found in the crushed section (magnifying inspection). · no anomaly such as a crush or kink was found in other sections (magnifying inspection). · the reinforcement coil had been jumbled inside the strain relief. In addition, a foreign substance was found in the lumen (x-ray fluoroscopic inspection). · no anomaly such as an obstruction was found in the other sections of lumen (x-ray fluoroscopic inspection). · the strain relief was disassembled. It had been buckled in the vicinity of adhered section between the hub and catheter (magnifying inspection). Grey substances were found at the buckled section (magnifying inspection). · the grey substance was collected, and component analysis was performed. It was similar to the spectrum of the outer layer coating of guidewire (ft-ir). It was inferred that the outer layer coating of guidewire was peeled off at the involved section. Ft-ir (fourier transform infrared spectroscopy method): an analysis method analyzing the spectrum obtained by irradiating the measurement target with infrared rays. [Actual guidewire] · the outer layer coating had been peeled off at approx. 840mm from the distal end (visual inspection/ magnifying inspection). · a flaring and an abrasion toward the distal direction was found in the peeled section of outer layer coating (electron microscopic inspection). · no anomaly such as a scratch was found in other sections (magnifying inspection). · the outer layer coating of actual device was intentionally peeled off to confirm the adhesion. No anomaly such as floating or gap was found (magnifying inspection). Function confirmation: · outer diameter of the actual catheter: it met the factory's specifications. No anomaly was found. · inner diameter of the actual catheter: it met the factory's specifications. No anomaly was found. · outer diameter of the actual guidewire: it met the factory's specifications. No anomaly was found. The manufacturing record and the shipping inspection record of the product with the involved product code/lot number found no anomaly. No other similar report from other facilities was found. Simulation test: regarding this event, following simulation test was performed in the past. 1. Using a factory-retained progreat, the guidewire was vigorously removed from the catheter with insufficient priming. As a result, resistance occurred. 2. Removal of the guidewire continued under resistance. As a result, it was buckled in the vicinity of adhered section between the catheter and hub inside the strain relief. 3. It was found that the surface of guidewire was abraded at the buckled section of catheter, causing the outer layer coating on the surface of guidewire to peel off and flare toward the distal direction. Based on the investigation result and simulation test result, as a possible cause of occurrence, the following mechanisms were inferred. When the actual guidewire was removed, due to insufficient priming, the friction resistance between the inner surface of actual catheter and the outer surface of actual guidewire increased. In that state, as the actual guidewire was removed, buckling occurred in the vicinity of adhered section between the hub and catheter inside the strain relief. At the buckled section of actual catheter, the surface of actual guidewire was abraded, causing the outer layer coating to peel off. Furthermore, the peeled outer layer coating adhered to the lumen at the buckled section of actual catheter. The actual guidewire was reinserted into the actual catheter. As a result, it got caught at the buckled section of the catheter and could not be inserted. Relevant instructions for use (IFU) reference: "make sure that the lock adapter is not loose. Inject heparinized saline solution into the guide wire hub using the attached 2.5 ml luer lock syringe. In order to prime the catheter sufficiently, slowly inject at least 1 ml of the solution into the catheter until more than 10 drops of the solution appear out of its tip. To maintain surface lubricity, immerse the catheter and the guide wire assembly in a heparinized saline solution bath or put it into its holder filled with heparinized saline solution." "Prime the catheter and guide wire sufficiently. Manipulation of an insufficiently primed catheter may cause wrinkling, separation of the catheter, and/or abrasion of the hydrophilic coating on the guide wire." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).